Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that no malfunctions were seen during the procedure and impedances checked out fine. It was reported that the patient was doing well and the device was moved to his abdomen. It was noted that the physician believed the previous "shocking sensation" was due to the device pushing on a nerve, and since the procedure the sensation was gone.

Manufacturer narrative:
The manufacturing site ID was previously reported as #(B)(4). Additional review indicates the correct manufacturing site ID is #(B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation at the ins pocket site after a generator change out, especially when he looked to the left side. It was noted that the leads and extensions had not been changed during the generator replacement. The ins was implanted on left chest. Impedance measurements were within normal range. It was noted that when stimulation was turned off, palpation caused a shocking sensation that would stop when the patient turned to the right or looked straight forward. The patient experienced the sensation when looking to the left, event with no one palpating and it was speculated that the pocket adaptor was rubbing on a nerve. It was reported that diagnostics looked normal and no malfunctions were seen. Therapy was effective, but the patient was scheduled for a revision of the pocket on (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 748251, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3387-40, lot# j0454552v, implanted: (B)(6) 2005. Product type: lead: product ID 3387-40, lot# j0443962v, implanted: (B)(6) 2005. Product type: lead. (B)(4).